Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, and the screen read "no disposable, pump will not run." The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2.4. Total reservoir volume: 111ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2. A closed system transfer device (cstd) was used to fill the cassette. The extension tubing was primed manually. The patient was not medically affected. The pump was turned back on when the patient returned to the clinic and again the pump alarmed, "no disposable pump will not run." Reservoir volume said 7.9 ml remaining and total volume infused was 103.15 ml of medication. The cassette was empty.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.